Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported recurrent mitral regurgitation (mr) was due to patient condition. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to recurrent mitral regurgitation. Crd_947 - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr), with posterior leaflet prolapse. Two mitraclips were successfully implanted, reducing the mr to grade 1+. On (B)(6) 2022, recurrent mr was noted. The recurrent mr was deemed not serious and due to physiological variations. The mitraclips had remained stable and well seated, there was no device related tissue injury observed. Reportedly, the event was ¿probably¿ device related. There was no device malfunction reported.